Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user unable to access cubie drawer 2,3 and 4. A technical support specialist (tss) advised the customer to reconfigure the drawer through the station configuration menu. After powering down the station, reconnecting components, and completing the reload, all medications including narcotics were successfully restored, and the customer confirmed that narcotic loads appeared correctly on the cii safe report. Further the tss asked the customer whether the cubie drawers were functioning normally, and customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist guided the customer.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, unable to access any cubie drawer. No error showed but it would log them out. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.